Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent struts damage was discovered. Consequently, the taxus express2 8.8% 3.0 x 16 mm stent was never used. The procedure was successfully completed using another taxus express2 8.8% 3.0 x 16 mm stent. No patient injuries or complications were reported and the patient status is reported as "satisfactory/ggod."